Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/04/2015 with the following results: testing was unable to duplicate the "hot pump" complaint. ¿ez-prime¿ steps were performed correctly, no overheating or any alarms occurred during the investigation, all currents draw are within specification. Black box shows multiple low battery warnings and replace battery alarm due low replace battery use. Returned battery cap and cartridge cap were used to complete the investigation. Unrelated to the complaint, the pump¿s cover was removed, moisture corrosion was found inside the pump to the force sensor circuit and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The pump felt very hot and when removing the battery, it was very hot to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.